Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria.the manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed fordepth marks illegibility issue as the the depth markings are not clearly visible and appear to faded from the tubing and also the markings are difficult to read from the photo provided. The definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2021), g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty-four days post gastrostomy feeding tube placement, the depth markings allegedly disappeared on the tube. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2021). Device pending return.

Event description:
It was reported that approximately three weeks post gastrostomy feeding tube placement, the depth markings allegedly disappeared on the tube. There was no reported patient injury.